Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-feb-2026, an arthrex subsidiary employee reported via email that an ar-8724v-14s low profile va locking screw (2.4 × 14 mm) would not lock into the plate during a procedure performed on (B)(6) 2026. The screw was removed, and a replacement ar-8724v-14s screw was implanted successfully. Only the screw was exchanged; the initial plate and remaining screws were used as intended without issues. There was no significant surgical delay, no additional anesthesia required, and no patient harm reported. Additional information was received on 06-mar-2026: no damage was observed on the initial screw upon removal, as it failed to lock.